Manufacturer narrative:
Additional catalog #: 72402106 and serial #: (B)(4). Should additional information become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 1999, an acticon neosphincter device was implanted. On (B)(6) 2011, the entire device was removed and replaced, due to patient complaint of pain; location of pain was not indicated. No patient complications reported.